Manufacturer narrative:
H3, h4, h6- the completed grooved portion of the lcp drill bit ø2.8 w/stop l165 2flute is broken off and not available for investigation. Because of the damage and the missing broken off portion the relevant dimensions cannot be checked to print specifications anymore. The outside diameter and the core diameter of the remaining drill flute was checked with caliper ref. 3-01-19789 and found to meet the specifications. Outside diameter: target diameter: 2.8 +0 / -0.03 mm actual diameter: 2.78 mm / pass core diameter: target diameter: 1.12 +/-0.08 mm actual diameter: 1.12 mm / pass the complaint is confirmed as almost the complete grooved portion is broken off. The missing portion of the seven years old drill bit measures approximately 20mm. Based on the provided information we are not able to determine the exact root cause of breakage. A possible reason for the damage could be a metallic contact or with bone material blocked flutes. For effective chip removal from the point, it is nevertheless necessary to withdraw the entire drill from the hole at frequent intervals to avoid chip congestion. Therefore, we assume that this occurrence in combination with a mechanical overload situation has caused the breakage. Please also note; blunt drill bits require more mechanical power during the application, therefore we would like to draw your attention: check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. Based on the manufacturing investigation results we conclude that the cause of failure is not due to any manufacturing non-conformances but was caused during a mechanical overloading situation. No manufacturing related issue was identified and/or confirmed. Based on the investigation findings, it has been determined that no corrective and/or preventative action is appropriate. Device history lot part: 310.284 lot: 7844071 manufacturing site: bettlach. Release to warehouse date: 26. March 2012. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: reporter is a synthes employee. Device evaluated by MFR: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an open reduction internal fixation (orif) surgery of the proximal humerus on (B)(6) 2019, a locking compression plate (lcp) drill bit was noted to be broken and the broken tip was dislodged inside the patient's left humeral head. The surgeon attempted the retrieval of the broken fragments but failed. The surgeon decided to leave the broken tip in situ to avoid an extensive dissection which would be a greater risk than the benefit that can be imposed for further retrieval. An x-ray screening intraoperatively was done and confirmed the drill bit tip to be stable inside the humeral head without joint penetration, soft tissue irritation, or interference with the stability of fixation of the humeral head. It was unknown if there was a surgical delay or adverse event to the patient. Concomitant devices: colibri drill (part: 532.101, lot: unknown, quantity: 1). This report is for a 2.8mm drill bit/qc/165mm. This is report 1 of 1 for (B)(4).